Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the tip of the delivery system detached after the stent was fully deployed. The patient's pseudocyst began draining into their stomach, and it was then noted that the stent had moved out of position and was floating in the patient's stomach. The tip of the delivery system was also noted to be floating in the stomach. The stent was removed from the patient and the tip of the delivery system was retrieved using a retrieval net. The procedure was concluded without placing a stent. The patient had some "clotting" in their cyst and was referred for computed tomography (CT). Reportedly, there was no relationship between the clotting or the CT and the stent; however, the cause of the clotting was unknown. Reportedly, there were no patient complications as a result of this event. The patient was reported to be doing okay.